Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Atrial tachycardia ¿ at and atrial fibrillation ¿ af events were noted that appeared to be atrial lead noise. The noise could not be reproduced in clinic. The patient was in stable condition. No intervention was performed; the patient would continue to be monitored.